Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the treatment day shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user. The reported treatment was within the recommended timeframe of an energy check, and overall, the energy was stable during the covered period. The logfile shows twenty one successfully performed treatments and one treatment that was aborted. The reported treatment could be identified in the logfile as the aborted one. The treatment was interrupted by releasing the laser pedal and then aborted by pressing the suction foot pedal. The user restarted the treatment directly afterwards and concluded it successfully. Furthermore, logfile shows several beam control check errors and that the user enters invalid patient interface serial numbers for the repeated treatments, indicating the patient interface might be re-used. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows a series of beam control check errors but no warning or error messages indicating a technical issue with the device. No technical root cause could be identified. The treatment report shows whitish cloudy formation in the flap, possible representing an opaque bubble layer and probable uncut areas. Due to the image quality of the provided file, no precise assessment can be made. Based on the mentioned visual cues, the surgeon should stop the procedure as they indicate issues with the flap cutting such as the canal not venting properly or there not being a valid suction. After the abortion of a treatment, the surgeon is instructed to allow for recovery via the procedure manual. Per the collected information from the reported entity, this incident is caused by an inappropriate insertion of the applanation cone (i.e., user handling), to which the weaker shaft stiffness of the cone is a contributing factor (i.e., design related). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the flap was thin and big white spots in right eye of a patient, during unknown procedure. There are multiple related reports for this reported event. This report addresses patient s.k.k, right eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).